Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported it happened intermittently. Mostly during the power cycle of the cv-190 and that fixes the error code's re-appearance. Tac instructed the customer that stimulate the rebooting of the unit and the error code will reset accordingly. To simply press the es c key to acknowledge the error without any power cycle. Blowing air to the scope socket and ensure there is no moisture or dust is accumulating in the area. The customer responded in follow up communication that the problem was isolated to 2 scopes. To resolve the problem, the scopes were returned to olympus and repaired. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned for evaluation, the root cause of the b30 (scope communication error) could not be determined. Olympus will continue to monitor field performance for this device.